Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2011-00779. It was reported that during a stenting treatment procedure, a stent dislodgement outside the patient occurred. The lesion being treated was located in the obtuse marginal (om). A previous implanted unknown taxus stent was located in the om. The physician had to deliver the devices through a saphenous vein graft (svg) to the om. The lesion was predilated with a 2.0x12mm maverick balloon. The physician attempted to place the 2.25x16mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. Then the physician attempted to place the 2.25x12mm taxus liberte atom stent, but was unable to reach the lesion site. The stent delivery system (sds) became caught on the guide during removal. When entire system was removed, the stent came off the sds balloon outside the patient. The physician found the stent to be flared on the proximal end. The same guide catheter and same guide wire were used. No patient complications were reported and the patient's status is fine.